Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed a charge time of 30 seconds when interrogated one week ago. At the changeout the device was at end of life with a charge time of 38 seconds. The device had been implnated 3 years and 5 months. The device was not pacing. It was explanted and replaced.